Event description:
A report was received stating that after 24 hours of use, the tracheostomy tube cuff began to leak. It was necessary for the user to add air to the cuff every 2-3 hours to maintain its pressure. The leaking cuff and its re-inflation allegedly caused the pt's trachea to become irritated and bleed. It was necessary for the tracheostomy tube to be replaced. Add'l info regarding the irritated trachea has been requested. No info is available at this time. No permanent adverse effects to the pt were reported.

Manufacturer narrative:
The device was not returned to the MFR for device eval. When and if the device become available and is returned and eval, the MFR will file a f/u report detailing the results of the eval.